Event description:
In addition to what was previously alleged, litigation alleges friction and wear caused toxic metal ions and particles to be released to the plaintiff¿s blood, tissue and bone surrounding the implant resulting to pain, injury, discomfort, soreness and impaired adl. Added stem due to alleged metal toxicity. Added new associated contacts.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.